Event description:
No new event information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6. Investigation findings: malfunction observed. 'No product was returned for evaluation. There are some pictures available of the revised screw. The screw shows several damages on the thread area, and some scratched on the head. A review of the device manufacturing records confirmed no abnormalities or deviations. Devices are used for treatment. The product combination was approved by zimmer biomet. The surgical technique explains that the locking of the corelock is done using the corelock driver with torque limiting handle. "Turn slowly clockwise to tighten andengage the corelock mechanism until a click is felt from the torque limiting handle." Review of complaint history identified additional similar complaints for the reported items and additional similar complaints for the reported part and lot combinations. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Medical records were not provided. It can be assumed that multiple contributing factors, related to either patient condition and behavior or implantation procedure, contributed to the migration of the screws. If and to what extent any of these aspects may have influenced the migration of the screw remains unknown. An additional deeper investigation was performed which identified the design limitation of the corelock mechanism of the affixus nail as a potential contributing factor. As part of the deeper investigation, a scientific literature search was conducted and a systematic review of the outcome of intramedullary nailing for acute proximal humerus fracture showed that screw migration and perforation into the joint is the second most common complication following secondary loss of reduction. In addition, scientific literature of competitor and predicate devices were assessed. This review has shown that the affixus® natural nail® proximal humeral system performs better and/or in equal range in comparison with legally marketed similar devices. In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the migration of the screw. No corrective actions, preventive actions, or field actions resulted after investigation of this event as this issue was already addressed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: medwatch 0009613350-2023-00564-1.

Manufacturer narrative:
(B)(4). D10. Blunt tip screw, ã¿ 4x40mm 47248604040. Blunt tip screw, ã¿ 4x38mm 47248603840. Blunt tip screw, ã¿ 4x40mm 47248604040. Cortical bone screw, ã¿ 4x26mm 47248612640. Cortical bone screw, ã¿ 4x30mm 47248613040. Proximal humerus nail cap, ã¿ 11x2.5mm 47248801102. G.2 report source: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: medwatch: 0009613350-2023-00564.

Event description:
It was reported that after 6 months from the initial surgery, the surgeon found #1 proximal screw was backed out from the proper position. The patient complained of pain and a revision surgery was performed to remove the migrated screw. Attempts have been made and no further information has been provided.